Manufacturer narrative:
Since the subject device was discarded by the user, the device was not returned to olympus medical systems corp. (Omsc), therefore omsc could not evaluate the referenced device. Omsc concluded that the reported burn of the assistant occurred since the assistant carelessly touched his upper arm with the tip of the device which was hot just after the device was activated. The instruction manual of the subject device already cautions; do not leave the thunderbeat in contact with tissue, the patient or a flammable object such as a drape after output. Otherwise, burns of the surgeon, surgical staff or patient's tissue can be burnt or a fire hazard may result.

Event description:
During a laparoscopic assisted colectomy and jejunectomy, the subject device was used. After the user was activated the device, he placed it outside the patient's body. The tip of the device touched the assistant's upper arm by mistake. The assistant got his upper arm burned. There was no report that any continual treatment was needed for the burn.

Manufacturer narrative:
Olympus medical systems corp.(omsc) found that this supplemental report is required on december 25,2015. This is a supplemental report for MFR report#8010047-2015-01227 to add the manufacture record. Since lot# of the subject device was unknown, the manufacture record from domestic product introduction (september 2013) to date of event was reviewed, with no irregularities noted.